Event description:
Patient¿s saturations were decreasing while on the ventilator, patient was taken off ventilator and manually bagged at 15 lpm and tolerating well. Another ventilator was brought into the room, after placing the ventilator into a different oxygen panel, it worked properly. The initial ventilator that was originally in question did pass all of the est and calibrations afterward. Wall oxygen panel is being tested as well. Draeger representative contacted for someone to come look at the ventilator in question.